Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 09:34:47. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be determined. If any additional relevant information is received, a follow-up will be sent.